Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine a resolution.

Event description:
Information received indicates the head section was lowering unintentionally, and going into the trendelenburg position with a pt on the bed.